Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) had an atrioventricular (av) node ablation. Episode review was requested as the external monitor showed approximately 7 seconds of flatline with suspected loss of capture during the ablation. System evaluation found lead measurements within normal parameters. There were some stored electrograms (egms) with noise that occurred around the time as the av node ablation. A boston scientific technical services consultant confirmed there were non-sustained ventricular tachycardia (nsvt) events recorded that coincided with the ablation. The consultant stated that during those events there was oversensing which would have appeared as flatline on an external monitor. There was an event with gray parallel bars that showed a gap in time of approximately 7.5 seconds. There was no data on what was being sensed or if pacing was evident. The consultant discussed magnet application and the use of electrocautery mode to provide both management of the implantable cardioverter defibrillator (ICD) and provide asynchronous pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) had an atrioventricular (av) node ablation. Episode review was requested as the external monitor showed approximately 7 seconds of flatline with suspected loss of capture during the ablation. System evaluation found lead measurements within normal parameters. There were some stored electrograms (egms) with noise that occurred around the time as the av node ablation. A boston scientific technical services consultant confirmed there were non-sustained ventricular tachycardia (nsvt) events recorded that coincided with the ablation. The consultant stated that during those events there was oversensing which would have appeared as flatline on an external monitor. There was an event with gray parallel bars that showed a gap in time of approximately 7.5 seconds. There was no data on what was being sensed or if pacing was evident. The consultant discussed magnet application and the use of electrocautery mode to provide both management of the implantable cardioverter defibrillator (ICD) and provide asynchronous pacing. No adverse patient effects were reported. It was reported that a request was made to have data from this device analyzed. A boston scientific engineer reviewed the device data and confirmed the device appears to be operating normally. There were no notable faults recorded in the memory and no lead leakage faults. The observed behavior appears to resulted from the device defibrillation detect circuit detected external current and pacing may have been ineffective. However, this cannot be confirmed as there were no stored egms showing asystole and the external recording was not on as well. The recommendation would be to continue normal, routine follow-ups. No adverse patient effects were reported.